Manufacturer narrative:
Product complaint #: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name: irgacare®. Active ingredient(s): triclosan. Dosage form: suture/solid/parenteral. Strength = 2360 g/m. (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the fixation tab intact when the suture was placed in the patient? Was the ¿missing barbs¿ noted during visual inspection or during use on patient? Did the barbs fail to engage in the tissue? Can the surgeon describe the appearance of the barbs during second procedure? Lot number? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events were submitted via (B)(4).

Event description:
It was reported that the patient underwent a gastric bypass procedure on (B)(6) 2021 and the barbed suture was used. During surgery this the barbed suture did not fix the tissue and it slid through. It was reported that anchors did not fix the tissue and did not hold the tissue together. Anchors didn¿t fix the tissue and didn´t hold the tissue together. Doctor opined that he did not feel anchors on half of barbed suture. Another like suture was used. There were no patient consequences reported. Additional information has been requested.